Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline power fault and the patient fully depleting battery power were confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(4)) was returned for analysis and a log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 4 days ((B)(6) 2000, (B)(6) 2000, (B)(6) 2022, (B)(6) 2022 per timestamp). Events occurring on (B)(6) 2000 and (B)(6) 2000 were recorded as default dates due to a loss of external power and are coincident with the reported event of the patient draining the 14v batteries and backup battery; therefore, causing the internal controller clock to be reset. The controller¿s internal clock was set to the proper date and time on (B)(6) 2022 at 09:53:23. Events occurring on (B)(6) 2022 were recorded during testing at abbott. Driveline power fault alarms that were correlated with power b broken were active beginning on the recorded timestamp of (B)(6) 2000 at 21:34:09 and continued until the driveline was disconnected on (B)(6) 2022 at 14:51:47. The driveline was disconnected for a system controller exchange. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. An additional log file was submitted from the patient¿s new primary controller (serial number: (B)(4)) following the system controller and modular cable exchange. A review of the log file showed events spanning approximately 5 hours ((B)(6) 2022 from 06:20:34 ¿ 11:46:28 per timestamp). Driveline power fault alarms that were correlated with power b broken were active throughout the log file. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. The returned controller was functionally tested and passed all testing without issue. The controller was connected to a mock circulatory loop for an extended period of time and operated at the set speed without any issues or alarms activating. Further testing was performed with the returned modular cable (lot number: 8194952). The cable was connected to the controller and a mock loop and allowed the run for an extended duration. No alarms were activated throughout the additional testing. The submitted additional log file revealed that the reported event was not resolved with the exchange of the system controller (serial number: (B)(4)) and modular cable. Indicating that the driveline power faults were not due to the controller. However, the root cause for the loss of power to the controller was determined to be due to full depletion of the 14v batteries, as well as full depletion of the system controller¿s backup battery. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 03sep2021. The heartmate 3 lvas instructions for use (IFU) and patient handbook explain all system controller alarms and inform the user to promptly connect to a working power source (power module, mobile power unit, or two fully-charged heartmate 14 volt lithium-ion batteries) in response to a low voltage or no external power alarm. The IFU and patient handbook also explain how to properly switch between power sources and state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The IFU and patient handbook inform the user not to rely on the controller's backup battery as it will only power the pump for a limited amount of time; the backup battery is intended only for backup power during a power emergency. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the hospital on (B)(6) 2022 because the patient let the 14v emergency backup batteries (ebb) die and was on his backup battery for about an hour. The patient was given new batteries and sent back to the detention center. The patient had wear and tear right by the driveline exit site. X-rays showed a minor kink in the driveline near the exit site. Alarms started the evening of (B)(6) 2022. Log file review captured a pump stop because the driveline was disconnected. The controller clock was also corrupt which was most likely caused by the patient allowing the external batteries and ebb to drain. There was also an intermittent driveline power fault (power b broken event). The controller and modular cable were changed. Log files from the new controller and modular cable showed that the driveline power fault has not yet returned. The patient returned on (B)(6) 2022 with return of the driveline power fault alarm on the new controller. Log files showed that the driveline power b fault returned on (B)(6) 2022. Plans to further investigate the issue on site were made. Additionally, it was suggested that the driveline was disconnected through the log files but the patient stated that he did not disconnect the driveline but the validity of his statement was unclear. The driveline connector surface and female pins were cleaned and the driveline power faults cleared. The alarm reappeared on (B)(6) 2022. The alarm was permanently silenced but not cleared - log file review confirmed return of the driveline power fault. An external driveline repair was requested. The new modular cable was replaced during driveline cleaning. The patient returned to the emergency room on (B)(6) 2022 with audible alarms although they were permanently silenced last week. The most recent log files showed a driveline disconnect at 8:30. This was followed by driveline power faults and high current issues. Approval for a driveline repair was being worked on. Related manufacturer reference number: 2916596-2022-13051, 2916596-2022-13050, 2916596-2022-13238.